Event description:
A simple perforation of the diaphragm occurred during a diaphragm stripping as a result of intensive use of the handpiece over the same spot.

Manufacturer narrative:
Perforation addressed by operator at the time of event. No reported adverse impact on patient.